Event description:
It was reported that an asymptomatic patient presented in clinic for follow up when device interrogation showed non sustained rv oversensing due to myopotential oversensing. Programming changes were made.